Event description:
It was reported that using an unspecified artery access approach during a procedure of the tortuous diagonal artery the guide wire was advanced and positioned successfully. The xience prime stent delivery system (sds) was advanced but dislodged in the anterior descending artery and could not be retrieved using a snare device. The stent was deployed in the anterior descending artery. A different xience prime stent was successfully used in the target lesion. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent remains in the anatomy. The stent delivery system (sds) was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent implant was not returned; thus confirming the reported stent dislodgement. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.